Manufacturer narrative:
Analysis of the pump on 2018-feb-27 revealed a non-significant anomaly regarding the external suture loop. Analysis noted a partially flattened suture loop. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 355 mcg/day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. Other medications the patient was taking at time of the event were not available. The patient¿s weight at the time of the event was 38 kilograms. Medical history was cerebral palsy. The date of the event was (B)(6) 2017. It was reported the patient experienced increasing spasticity. The catheter was aspirated in the clinic mid (B)(6) 2017 and the results were within normal limits (wnl). The pump was failing. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was replaced (B)(6) 2017 and will be returned to the manufacturer. The issue was resolved. Patient status at time of this report alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the pump failing was not determined.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider (hcp) via the paperwork returned with the device. It indicated that it was unknown if the patient experienced a sudden or gradual loss of therapy. It was indicated that the reason for removal of the catheter was unknown. The pre-operative diagnosis was reported as baclofen pump failure; the post-operative diagnosis was indicated as "same." The operational notes indicated that there was no evidence of a leak with old pump in place or new, and the hcp able to withdraw cerebrospinal fluid (csf) easily from side port after pump replaced in pocket. Estimated blood loss was reported as "5." It was indicated that there were no complications. Regarding indications for surgery, the hcp reported that the pump had been doing well until "this summer," when the patient developed increased tone which did not respond to increased rate. Side port access revealed good flow. They decided to explore the pump and replace it through the anterior incision, looking for a leak as well. It was noted that the patient does not do well with gablofen, so they planned to replace the lioresal in his old pump with lioresal in the new pump. Details regarding the operative course were provided. The patient was brought to the operating room and underwent induction of general endotracheal anesthesia. The patient was positioned supine. It was noted that all potential pressure points were well-padded. The hcp disinfected the skin over the pump and accessed the side port with a 25-gauge needle and easily withdrew a couple of ccs of cerebrospinal fluid (csf). He was prepped and draped in standard fashion for replacement of a baclofen pump through a low transverse abdominal scar. He received intravenous (IV) vancomycin, cefazolin, and ceftriaxone prior to incision. Also, prior to opening the scar, the site was injected with a mixture of epinephrine and marcaine. The incision was opened with a scalpel through the deep dermis. Monopolar electrocautery was used to dissect down through the abdominal fat to the pump capsule, to open the pump capsule at the lower edge of the pump, and to dissect free the pump and catheter from scar tissue. The hcp checked for a leak between the catheter and connector and in the catheter, itself; there were none. The pump was disconnected from the connector. Csf dripped out of the free end of the connector spontaneously. The hcp irrigated the pocket profusely with antibiotic-containing saline. A new 40 ml pump was filled with 20 ml of 2000 mcg/ml baclofen solution, the same as the old pump. It was connected to the connector. It was noted that the hcp checked for a leak, and again, there were none. The pump was placed in the pocket with the side port facing upward and excess catheter coiled deep to it. It was sewn to the deep capsule using 2-0 silk. The hcp accessed the side port percutaneously and was easily able to withdraw csf. The pocket was again irrigated with antibiotic-containing saline. It was closed with 2-0 interrupted vicryl sutures. The skin was closed with 3-0 inverted vicryl sutures through in the deep dermis and running subcutaneous 4-0 monacryl. After the skin around the incision was sterilely cleansed and dried, a layer of dermabond was placed over it. The patient was then sterilely undraped and the skin sterilely cleansed and dried. The replacement pump was programmed to deliver lioresal [2000 mcg/ml]at 300 mcg/day (previously 355 mcg/day) + bolus. The patient was extubated in the operating room and taken to the post-anesthesia care unit for recovery. There was no patient death related to the event. There were no further complications reported/anticipated as a result of the event.